Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unspecified saline breast prosthesis. Manufacturer, lot number, and serial number are all unknown. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation procedure with unspecified saline breast prostheses. Patient is unsure if she has mentor implants. Patient reported having issues with her eyes and other issues with her body and is concerned that it may be due to her implants where it has grown bacteria over the years. In 2011 she had a mammogram done and the implants were full in size. In (B)(6) 2016, mammogram results were compared to a mammogram from 2011 and there was a decrease in size for both implants. The (B)(6) 2017 mammogram was compared to (B)(6) 2016 mammogram and results show a noticeable decrease in size on the right breast although it still shows fluid inside the implant and folds can be seen but almost half in size. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.